Manufacturer narrative:
(B)(4) date sent: 1/2/2026 d4: batch #478d25. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Could not fire was the firing sequence started but not completed? No. Did the device cut? No. Was there any difficulty opening the device? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with two reloads received along with the device. The gst60d reload (b) was received partially fired 1/16. The gst60g reload (c) was received unfired, however, the sled was out of position and it appears that was re-installed in opposite side making it nonfunctional. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. The device was tested for functionality in the articulated position with a returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 478d25, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device has an unspecified malfunction. There was no patient consequence nor surgical delay reported. No additional information provided.